Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This is a late MDR submission due to a software issue that has been reviewed with the FDA on november 7, 2014.

Manufacturer narrative:
Follow-up #1: date of submission 06/23/2015. Device evaluation: the device has been returned and evaluated by product analysis on 06/09/2015 with the following findings: visual inspection revealed that the battery compartment had two cracks; one on the side starting at the opening extending towards the case seal and the other between the opening and bumper pad. The returned battery cap threads were observed to be damaged and the top of the cap was worn. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a damaged cap and casing. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.